Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
The product was not returned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the root cause of the reported device loosening without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.